Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿loose latch¿ was confirmed through visual inspection. The cause was damaged latch lock mechanism. Further investigation found the downstream occlusion (dso) seal and upstream occlusion (uso) seal were delaminated. Replaced dso seal and uso seal. The device passed all functional and delivery tests after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿loose latch.¿; during device evaluation it was found the downstream occlusion (dso) seal and upstream occlusion (uso) seal were delaminated. There was no patient involvement.